Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal rca with moderate tortuosity, heavy calcification, and 90% stenosis. After pre-dilating with another company's balloon, the vision was delivered to be deployed; however, the vision balloon ruptured at the first inflation at 10 atm. The stent was able to be deployed, but it had expanded insufficiently; therefore, the other company's balloon that was used for pre-dilatation was delivered again and used for post-dilatation. The vison was deployed and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon rupture can be caused by numerous factors. In this instance the reported heavy calcification may have caused or contributed to the rupture during interaction of the stent delivery system with the anatomy. The reported insufficient stent expansion is likely related to the balloon rupture.